Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 227 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had taken a 3 unit bolus or food they were going to eat but they did not eat. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08815 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime alarm test, force sensor test and excessive no delivery alarm test. No delivery anomaly noted during testing. Insulin pump functioned properly. Insulin pump received with minor scratched liquid-crystal display window, cracked reservoir tube lip and cracked battery tube threads.